Event description:
It was reported that the device was issued to home care patient gave an alarm. The reporter stated there were 60 total events occurring for separate patients on a variety of drug therapies. The reporter has not provided any further information for each separate event.